Event description:
While using the da vinci si stapler 45 there was a misfire. The device jaws closed, but would not staple or release from the tissue. The st had to use the key to unlock the device which was removed from the field. Diagnosis or reason for use: robotic laparoscopic duodenal switch. Event abated after use stopped or does reduced: no.